Event description:
It was reported by the dr's office that the dr was reclining a large pt in a chairman dental chair when the chair broke back allowing the pt fall down to the floor. This event did not occur during a dental procedure but during the reclining of the pt to an operating position. There were no injuries reported.